Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. Customer¿s blood glucose was unknown at the time of incident. Caller reported that the insulin pump button was sticking. Customer had a high blood glucose of 300 mg/dl to 400 mg/dl and treated with manual injection. Caller declined troubleshooting. Insulin pump is not expected to return for analysis.